Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.5-p001 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and hyperglycemia on the evening of (B)(6) 2025 ((B)(6), netherlands. Two emergency doctors, consulted dr. (B)(6) and dr. (B)(6) via phone). The patient was brought into hospital by ambulance. The patient's blood glucose (bg) levels reached 18.3 mmol/l (329 mg/dl) and they had ketones while wearing the pod for around 65 hours. Symptoms reported include hyperglycemia, nausea, vomiting, palpitations, shortness of breath, and difficulty speaking coherently. The patient was treated with intravenous fluids and potassium. The patient was released the following day ((B)(6) 2025). The patient went back to the emergency room on (B)(6) 2025 to check their ketone levels. It was alleged by the patient's mother that the event is caused by the personal diabetes manager (pdm) that did not reduce the patient's bg. It was also reported that the pdm is not alarming to alert hyperglycemia and hypoglycemia at night, and the bg values on the pdm from the freestyle libre 2 plus sensor are lower than actual bg. Abbott has been notified of the event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) and hyperglycemia on the evening on (B)(6) 2025, (B)(6). Two emergency doctors, consulted drs. (B)(6) via phone). The patient was brought into hospital by ambulance. The patient's blood glucose (bg) levels reached 18.3 mmol/l (329 mg/dl) and they had ketones while wearing the pod for around 65 hours. Symptoms reported include hyperglycemia, nausea, vomiting, palpitations, shortness of breath, and difficulty speaking coherently. The patient was treated with intravenous fluids and potassium. The patient was released the following day (on (B)(6) 2025). The patient went back to the emergency room on (B)(6) 2025 to check their ketone levels. It was alleged by the patient's mother that the event is caused by the personal diabetes manager (pdm) that did not reduce the patient's bg. It was also reported that the pdm is not alarming to alert hyperglycemia and hypoglycemia at night, and the bg values on the pdm from the freestyle libre 2 plus sensor are lower than actual bg. Abbott has been notified of the event.

Manufacturer narrative:
The physical controller was received for investigation. The android log files were downloaded and inspected. Inspection of the android log files found no evidence of issues with insulin delivery. The patient history buffer (phb) audit data showed that the automated glucose control (agc) algorithm was able to appropriately adapt the suggested insulin based on estimated glucose values (egvs) and user inputs. All boluses programmed by the user were successfully delivered and completed. The system was found to function as intended. The controller was able to successfully pair with a pod and pass all insulin delivery tests. The bolus calculator functioned as expected and all boluses were successfully programmed and delivered. The controller was able to switch to automated mode and properly adapt to bg inputs from a continuous glucose monitor (cgm) emulator. No problems were found with the returned device. The case description states that no alarms are generated during the night. Inspection of the engineering logs did not find any instance of high bg alerts being sent to the customer. It could not be determined if the customer got alerted for high bg. The cause of the event could not be conclusively determined. The case description states that the users having issues with blood glucose (bg) values not matching. Inspection of the patient history buffer (phb) showed that the customer was receiving valid egv values form the sensor. We could not compare the egv to the measurement the customer took, neither could be compared to the true bg values. Therefore, we could not determine if there was difference in the shown bg values.